Event description:
The complainant reported a patient was on impella cp support and the patient experienced ischemia due to heavily diseased vessels throughout the entire left leg, including a chronic occlusion in the popliteal artery that reconstituted tibial arteries via small collaterals. Staff were unable to find a pulse in the left leg. The patient was able to be weaned off all pressors and the impella was weaned. The pump was removed in the or and the left leg arteriotomy closed surgically.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.